Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a fluoroscopy confirmed the right ventricular lead was dislodged. Lead dislodgement resulted in low impedance and loss of sensing. The patients condition after the procedure was stable.